Manufacturer narrative:
UDI unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number, and the information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
This synergy is for a right total knee joint revision on a (B)(6) year old male. Notes explained that he plays golf regularly and is relatively fit and healthy. Date of index operation was in 1991 in (B)(6). The patient then had a revision in 1998 again in (B)(6) following an infection. At the time of the revision a depuy amk was implanted with the following implants - code unknown size 4 ps femur with a 10mm x 70mm stem and lateral 8mm distal and posterior augments, code 1969-37 size 4 10.5 wedged tibia with a 10mm x 70mm stem, unknown size 4/12mm ps insert . Today he presented with an unstable knee with loose femoral and tibial components. The amk implants were extracted with relative ease. The joint was wash out and we then proceeded with the tc3 knee system and implanted the following: femur: tc3 right size 4 femur with 115mm x 22mm stem, a neutral femoral adaptor bolt, 5 degree femoral adaptor, size 4mm medial distal augment, size 8mm lateral distal augment, size 8mm lateral posterior distal augment. Tibia: size 5 modular (titanium)tibial tray with a 115mm x 18mm stem insert: tcs size 5 x 30mm insert. The patient wanted to keep the explants therefore we can not obtain them.

Manufacturer narrative:
No further details were provided and the product was unavailable for return.a complaints database search could not be conducted as no product lot numbers wereprovided.a review of manufacturing records could not be conducted as no lot numbers were provided.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This investigation remains closed, as the added/corrected information does not change the outcome.